Event description:
During an implant procedure, a coronary sinus dissection occurred while positioning the left ventricular (lv) lead. The dissection was identified via fluoroscopy and required no additional intervention to resolve the event. However, a lead revision is anticipated to be performed as the implant site was not optimal due to the challenges encountered during the procedure. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. That patient was in stable condition.